Event description:
It was reported that the epidural catheter was inserted for routine obstetric use. During removal of the catheter, resistance was encountered so the patient was repositioned. Removal was again attempted, but the catheter separated. The catheter's distal tip remains in situ. There are no plans to remove the piece of catheter. There were no reported patient complications.